Manufacturer narrative:
Method: device history review (DHR). Results: based on the DHR and root cause analysis, the root cause of the event is not likely to be related to the manufacturing process. It is possible tha the cracks are related to the handling/manipulation of the injector cartridge at the user's facility. But there is no direct evidence regarding this possibility, therefore, a specific root cause cannot be determined. Conclusion: based on the complaint information, search by lot number and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The surgeon could hear a pop in the cartridge and when he injected the lens the cartridge would crack and split. There was patient contact but the lens was not implanted.

Manufacturer narrative:
(B)(4). Method - lot order search. Results: a lot order search was performed on the cartridge and there was one similar complaint found. Conclusion: based on the complaint information and lot order search, we were unable to confirm this report. The product has not yet been returned. (B)(4).